Event description:
It was reported that the pump date was incorrect, cause was unknown. The customer¿s bg level was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer required assistance from emergency medical services to address bg level intravenously with glucagon. Reportedly, the customer corrected the date and resumed insulin therapy.